Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the contrast keypad button was unresponsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, a battery compartment crack was discovered during evaluation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.